Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Nurse asked how to go about replacing it. Informed nurse they could order a replacement fluid delivery line (fdl) for the device. Suggested whoever orders their supplies, such as materials management. Or suggested sending it to biomed and having them order a replacement. Nurse would put in a work order for biomed to replace the fluid delivery line (fdl). The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot/serial number is unknown. Correction: g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was walking by their arctic sun machine and noticed the fluid delivery line (fdl) was ripped in half. Nurse asked how to go about replacing it. Informed nurse they could order a replacement fluid delivery line (fdl) for the device. Suggested whoever orders their supplies, such as materials management. Or suggested sending it to biomed and having them order a replacement. Nurse would put in a work order for biomed to replace the fluid delivery line (fdl).

Event description:
It was reported that the nurse was walking by their arctic sun machine and noticed the fluid delivery line (fdl) was ripped in half. Nurse asked how to go about replacing it. Informed nurse they could order a replacement fluid delivery line (fdl) for the device. Suggested whoever orders their supplies, such as materials management. Or suggested sending it to biomed and having them order a replacement. Nurse would put in a work order for biomed to replace the fluid delivery line (fdl).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.